Event description:
Incident occurred involving "spinning spiros" and max zero needleless connector. There have been several occasions where during task of connecting the spiros male luer connector to the needleless connector that the spiros "unwinds" itself from the needleless connector when the end of the spiros has any moisture (primed med) on tip.